Event description:
Facility reports a defective intraocular lens (iol). The iol was removed during the same surgical procedure. It was necessary to widen the wound to remove the iol. Additional information has been requested.